Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed on the set using an in-lab saline bag which observed the fluid was not freely moving through the set. There was a blockage within the y-connector (clearlink) at the location of the tube and luer. This blockage is the result of a twisted tube assembled into the y-connector. The cause of the twisted tube was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink solution administration set, a twisted tube assembled into the y-connector (clearlink) was identified. This resulted in blockage as fluid did not freely moving through the set. No additional information is available.